Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and obtryx were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with vaginal hysterectomy, enterocele repair, anterior colporrhaphy, paravaginal repair, illiococcygeal vault suspension and cystoscopy due to sui and symptomatic prolapse. It was reported that the patient underwent graft revision on (B)(6) 2007 concurrently with anterior repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that patient underwent a mesh revision. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.